Event description:
The pt was implanted with a bi-ventricular assist device (bivad). Since the primary driver had already reached 1500 hours and required service, another driver was set up for use. The pt was then switched to vad driver; however, five days later, the driver stopped and gave an lvad occlusion alarm. The pt collapsed and did not feel well. It was also reported that this driver's compressor also did not sound normal. The pt is now supported by another vad driver with no further issues reported.

Manufacturer narrative:
The pt remains on bivad support with no further issues reported. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.